Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that she could not feel the insulin pump vibrate and unable to hear the insulin pump beep and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected low battery. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit passed self test. Audio/vibrate works properly. Unit received with intermittent act button response due to flattened button keypad dome. The button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked reservoir tube lip and cracked lcd window.